Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that clot or vegetation was noted on the pacing leads. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.